Event description:
The customer reported the presence of inconsistent pads / paddles messages when reviewing the event summary. There was no report of pt impact.

Manufacturer narrative:
The customer reported the presence of inconsistent pads / paddles messages when reviewing the event summary. There was no report of pt impact. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.